Event description:
A nurse unit manager reported that during an intraocular lens (iol) implant procedure, iol was implanted mark noticed in periphery of iol. Surgeon explains that if the mark was more central he/she would have explanted it. One stripe was at the optic edge and another short stripe was at the opposite haptic/optic junction additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Three photos were available in the file. The photos show a lens inside the eye. The first two photos show a small dark linear line near the periphery of the lens. The third photo shows an instrument used to aspirate placed at the linear line. The shadowed line appears to be a scrape or a crack. A final determination cannot be made from the photos. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).